Manufacturer narrative:
Limited information is available to the manufacturer. Information concerning the patients is unavailable and only hsv cases were reported. In response to this incident, facility requested servicing from medivators. Field service engineer reported to the facility the following day. The field service report verified the machine is operating correctly within specifications. The machine cleaned bronchoscopes in question without error. It was also verified that the facility used the appropriate hook-up blocks and parameter settings on the machine for the bronchoscopes in question. The correct use of medivators machines plus our chemistry are proven effective to kill the herpes simplex virus. With that said, it is suspected that user error is the cause for this cross-contamination. If additional information is received concerning this incident, medivators will review and determine if further action is necessary and/or supplemental report is required. This report will continue to be monitored.

Event description:
User facility reported three cases of hsv after bronch procedures.